Manufacturer narrative:
The reported issue was addressed with phone support. The customer switched to a backup instrument to resolve the issue. The system was working properly, and no additional action was required. The product has not been returned for evaluation. Therefore, failure analysis of the product related to the complaint cannot be performed. A follow-up MDR will be submitted if the product is received (post-failure analysis investigation) or if additional information is received. A log review confirmed the single vessel tecab procedure on date of (B)(6) 2022 on system (B)(4). An instrument log review was not performed as there is insufficient and unconfirmed product information. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was alleged that the clip applier instrument moved with unintuitive motion (e.g. The instrument unexpectedly jerked/jumped/swung/bowed, moved in an unexpected/unintended/unknown way). Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted single vessel tecab surgical procedure, the clinical sales representative (csr) called an intuitive surgical inc. (Isi) technical support engineer (tse) to report that they experienced an unexpected clip applier movement. The csr stated that the surgeon was very frustrated that the issue occurred and switched to a backup instrument. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the customer reported that the when the surgeon clipped a vessel and while in a closed position, the instrument jaws jerked to the right. It only happened one time. The customer got another instrument and reseated the drape. The delay was about 10 minutes. Patient information was requested, but no provided.